Event description:
The facility representative reported an ipump with a condition of needs calibrated. This condition occurred during biomed testing in the biomed service department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device was not received by baxter, and therefore the reported condition could not be confirmed nor reproduced. The root cause is unknown, and no repairs were made. A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.